Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility; therefore, a device analysis could not be performed and the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment and difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization implant coil would not detach after placement in the intended treatment site. The coil was withdrawn and successfully removed from the patient, but detached from the delivery pusher during removal. There was no reported intervention or patient injury. The patient's current status is reported to be "no health damage."